Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to observations of oversensing and pacing inhibition with no asystole observed. The oversensing also caused inappropriate anti-tachycardia pacing (atp) therapy to be delivered. In addition, there was no pacing capture achieved and there were high out of range pace impedance measurements greater than 2000 ohms. The lead was determined to have lead body and conductor fractures as determined via x-ray. No additional adverse patient effects were reported.